Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove the lock line. It was reported that this was a mitraclip procedure to treat mixed etiology mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted. A second clip delivery system (cds) was advanced to the mitral valve and during deployment, the lock line was retracted about 2.5 arm lengths when resistance was met. Troubleshooting was unsuccessful therefore the clip was opened, inverted, and the steerable guide catheter (sgc) and the cds were removed from the patient anatomy. Another sgc was positioned and another clip was implanted, reducing mr to 1. Although this issue caused a delay in the procedure, the delay did not result in an adverse patient effect. No additional information was provided.

Manufacturer narrative:
The reported inability to removed lock line was confirmed in testing environment. Furthermore, knots on lock line were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, reported inability to remove the lock line appears to be due to the observed knotted lock line. A cause for the knotted lock line could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design, or labeling.